Manufacturer narrative:
The investigation for the purge leak has been completed. Low purge pressure alarms reported upon implant. No product was returned. The data logs show low purge pressure alarms characteristic of a purge leak and low pump flow for matching p-levels. There were also "impella position unknown" alarms, suction alarms and the placement signal was trending downwards. The root cause of the purge leak - pump was not determined as no product was returned and insufficient clinical information was provided. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi states the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ b1-selected adverse event b2-selected death and added date of death d4-corrected model number f6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address h1-type of reportable event changed to death

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a male unknown age in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump immediately after implantation showed "purge-pressure low" alarm. The alarm appeared again and again until explantation. The problem could not be solved and unfortunately, the pump was not removed, even after a rep recommendation. The patient expired while on support.